Event description:
The manufacturer received information patient passed away. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event.